Event description:
The surgeon implanted a collamer lens model cc4204bf and was removed without pt injury. The md changed his mind and decided to use a different lens. The facility stated there was no product malfunction.